Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred, in addition to multiple occlusion alarms. The customer's blood glucose (bg) level was reading high mg/dl. Reportedly, the customer administered a correction bolus to address bg level. The customer reverted to manual injections for insulin therapy.